Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. A caregiver reported that the low glucose alarm did not sound and the customer experienced loss of consciousness and subsequently "bit and choked on his tongue." The customer was treated with glucagon by third-party and no further treatment was reported. There was no report of death or permanent injury associated with this event.